Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 459.4 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that an (active) motor stall was seen at initial interrogation. The patient had not recently had an MRI. All electromagnetic interference (emi) was ruled out as the cause of the stall per the hcp. No medical symptoms were reported. The motor stall occurred on (B)(6) 2017 at 2222. The patient was sleeping at that time. The remainder of the event logs were normal per the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient reported hearing an alarm. The pump was checked and showed a motor stall. The pump was stopped and the patient was referred for replacement of the pump. The pump was turned off and replaced with a new one. The cause of the motor stall was not determined.